Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 16761801, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was inadequate pain relief. No device malfunction was suspected. Sc-1132 sn (B)(4): device evaluation indicated that the ipg passed all tests performed. The ipg exhibited normal device characteristics. Sc-2316-50 sn (B)(4): device evaluation indicated that the lead was cleanly cut approximately 40 cm from the distal end. The proximal end of the lead portion was not returned. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. Sc-2316-50 sn (B)(4): device evaluation indicated that the lead was cleanly cut approximately 42 cm from the distal end. The proximal end of the lead portion was not returned. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. Sc-3400-30 sn (B)(4): device evaluation indicated that the lead extensions exhibited normal device characteristics. Sc-4316: the clik anchor revealed no anomalies.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.